Event description:
It was reported to bsc/target that the ndsb balloon was inflated and the balloon detached from the catheter. It is supposed to be non-detachable." "Pt condition stated as fine but goes on to state that the detached balloon was never found."